Event description:
It was reported that the rv lead was dislodged. Rv lead was functional and only slack was added. The lead remains implanted and in use. The patient was stable. There were no complications due to procedure.